Event description:
It was reported to philips that the device slows down when executing the commands until the block during the start-up test. Device is outside of clinical use but during functional test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device slows down when executing the commands until the block during the start-up test. Device is outside of clinical use but during functional test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.